Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxc 600 instrument gave level sense errors for blood urea nitrogen (bun). There should have been more than 250 tests left. No injury was reported in connection with this event.

Manufacturer narrative:
Investigation showed that the bun cartridge had leaked into reagent carousel. The bun cartridge appeared to have leaked from the seam.